Event description:
White glare[vision abnormal nec]. Case description: this report was received from an ophthalmologist as a patient who underwent cataract extraction and implant of ceeon lens model 913/20.50 diopter in 2001. After implant, pt complained of halos and color concentric lights in their visual field. On exam, the ophthalmologist commented that the iol appeared to be defective (like a multifocal lens). The iol was explanted 4 days later and replaced with a bausch and lomb la61-u. No further visual problems were noted. The iol was lost in the return process. A batch review showed no deviations. It was thought that the event was due to decentration in combination with a large pupil (manufacturer assessment). Additional information received 04/12/2002. The physician indicated that the outcome of lens investigation did not reflect his opinion. No further information was provided.